Event description:
Customer received a notification about a voluntary recall regarding the scroll wrap feature. The recall has to do with accidental button pushing. Customer stated she would like her insulin pump replaced because she has had a couple of low blood glucose levels lately. Customer declined troubleshooting for low blood glucose. Her current blood glucose was 154 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.